Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was cut in the middle during sleeping on (B)(6) 2024. The infusion set was in use for two days. No further information available.